Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon inserting a farawave catheter into the faradrive sheath, air was noted to have entered the sheath from the sheath valve. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon inserting a farawave catheter into the faradrive sheath, air was noted to have entered the sheath from the sheath valve. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath has been received at boston scientific's post market laboratory.

Manufacturer narrative:
Visual inspection revealed no outer abnormalities were noted. Leakage and a steady flow of air were observed during leak and aspiration testing respectively. Tears by the center slit of the external and internal hemostatic valves were found. This type of defect can compromise the valves' ability to seal pressure and fluid within the sheath.